Event description:
A non-critical alarm was heard on the morning of the initial report, confirmed by telemetry with patient programmer therapy manager (ptm.) Ptm revealed code 8254 for low reservoir volume reached. Next refill was scheduled for (B)(6) 2013. Two weeks after the initial report, it was added that the patient still had concerns regarding her device or therapy and she was working with her doctor with an appointment date (B)(6) 2013/dye study/pump revision. The device system was used to infuse fentanyl and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 8835, serial# (B)(4), implanted: na, explanted: na, catheter model 8731, serial# (B)(4), implanted: 2004-(B)(6), explanted: unk. (B)(4).